Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission..

Event description:
It was reported that a 23mm trifecta gt was implanted on (B)(6) 2022. Post operatively there was some leaflet issues observed on transesophageal echocardiography (toe). Device was explanted and a non abbott device was implant. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of some separation of sutures from leaflets was reported. Abbott received a photograph from the hospital showing a slight separation of the leaflet tissue above a stent post. Analysis of the returned device indicated this leaflet separation is the seam where the ends of the pericardial tissue are sewn together. The vertical separation/gap in the leaflet tissue above the stent post 1 seam is a normal and acceptable characteristic of the trifecta gt valve. Analysis of the returned device indicated evidence of three cut sutures and corresponding laceration of the pericardial tissue underneath the cut sutures along the seam of the valve associated with stent post 1. The pattern of the cuts and laceration are consistent with suture cuts and tissue laceration being caused by a surgical instrument which may have happened at the time of implant or explant. The suture cuts and tissue laceration have the potential to impact leaflet coaptation and result in valve dysfunction on toe. Another potential mechanism could be that the needle with suture used to close the autotomy incision could have gone through the sutures at the seam, causing the suture cuts with tissue laceration and potentially catching the leaflet edge, which may have caused the valve to remain in an open position thereby explaining the separation noted on toe; once the valve was explanted, the only evidence would be the cut/lacerated sutures/tissue at the seam. However, without the toe and/or operative notes, it is difficult to confirm the specific findings seen on the toe. There was an additional superficial leaflet laceration (not full thickness) noted on leaflet 3 adjacent to stent post 3. This laceration appears to be implant- or explant-related and not likely to result in valve dysfunction on toe. How or when the damage occurred could not be conclusively determined and the exact cause of the reported valve dysfunction remains unknown.

Manufacturer narrative:
An event of some separation of sutures from leaflets was reported. The separation of sutures noted is actually the seam where the ends of the pericardial tissue are sewn together. This causes a separation in the pericardial tissue at the top of stent post 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported suture is considered an normal and acceptable characteristic of the valve.